Event description:
A site physician reported the site navigation system does not stay on for a long time and shuts-down by itself. No further details were provided. There was no patient present when this issue was identified. Requested computer replacement.

Manufacturer narrative:
A medtronic representative went to the site to replace the computer and test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional after computer replacement.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following-up at the site, reported the navigation system became unresponsive first thing in the morning when it was turned on. No patient was present. Return requested. Replacement computer shipped to site (B)(4) 2014. No parts have been returned to manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Initial testing showed the computer power to cycle at approximately 8 second intervals with no post. The ram was re-seated and the computer then powered on and booted properly. The computer passed all subsequent testing. The cause was found to be a loose connection/connector on the ram. The reported event was confirmed.